Manufacturer narrative:
H.6. Investigation summary bd has been provided with a photo and samples for catalog 305770 lot 1904005 to investigate for this record. Visual examination of the samples was conducted and a wire was able to pass through the cannula and dislodge the material clogging the cannula on 3 of the 6 samples. Ftir analysis was completed on the crystalline material removed from the samples and shows that the material is not a component of the eclipse needle and could have originated from outside the manufacturing process. Bd was able to verify the reported issue but could not determine a definitive root cause as it relates to the manufacturing process. During the cannula assembling process, needles are 100% inspected using a camera system. This camera system senses a light source which is positioned at the opposite end of the needle. If the camera does not sense the light source, an occlusion condition may be present and as a result, the needle is automatically rejected. No obstruction was detected which allowed the completion of the needle to be packaged. As this is the first time this lot has been reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that nothing flowed through the bd eclipse¿ needle with smartslip¿ technology when pressing the plunger during use. The following information was provided by the initial reporter: "when pressing the plunger, there is no flow through the needle. Supposedly, the needle is obstructed." "Needle change must be accomplished. Second puncture was necessary!"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that nothing flowed through the bd eclipse¿ needle with smartslip¿ technology when pressing the plunger during use. The following information was provided by the initial reporter: "when pressing the plunger, there is no flow through the needle. Supposedly, the needle is obstructed." "Needle change must be accomplished. Second puncture was necessary!"